Manufacturer narrative:
Per evaluation findings by the manufacturing site: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, "unit turned off in the middle of case" could not be confirmed by inspecting the device and the log files. The log files of the ui500 showed an error message 3ff only once with a totally independent occurrence date. No other defects were found. Therefore, the cause is determined to be caused by another device/ environment. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that unit turned off in the middle of case on (B)(6) 2025, while using the lever on the dual yoke to switch gas tanks. They were able to complete the procedure after restarting the unit. No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).